Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient who was implanted with a neuro stimulator (ins). Information was reported that the patient developed a hematoma at/near surgery site shortly after implant. Patient developed a hematoma at/near surgery site shortly after implant and admitted back into the hospital for treatment. Implanting physician performed surgery that night to resolve hematoma. The issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-apr-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported cause unknown. Plan is to continue monitoring.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep reported that pt having a hematoma right after implant of scs system. Surgery was completed that evening to clean out the hematoma. Rep stated pt had some questions regarding stimulation as they started programming the ins today in post op appointment. Wound appears good and healing well. Pt asked if having the stimulation turned on would cause the hematoma to which ts reviewed that is not a known effect of the having the device present. Rep stated pt could feel stimulation when stim was turned on but when turned off reported feeling pressure. Rep also reported that near the area of the implant, the area was "mushy" which they are going to have the nurse look at it once programming is complete.